Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance and intermittent capture were observed. The physician elected to cap and replace the lead. The patient was stable post-procedure.

Event description:
New information received noted that in addition to the low pacing lead impedance and intermittent capture previously reported, the lead was also capped (B)(6) 2015 due to a fracture.